Manufacturer narrative:
UDI # unknown. (B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for m5345t801 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that there was a leak at the base of the y connector. There was no injury to the patient. The device was replaced. No further information has been reported at this time.

Manufacturer narrative:
One sample device was returned and evaluated. One sample was received that was placed in a biohazard bag. The sample was returned with a product label to verify the lot number and stock code. Upon review of the unused map catheter, there was evidence of an opening at the y- level. A manufacturing process problem was identified, investigation is ongoing and corrective actions are being addressed. Per the reported quantity presenting the failure mode, it can be considered an isolated case within the reported manufactured lot. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.